Event description:
The pump was implanted in 2010 and ¿it was not working¿, so the reporter thinks the patient had the drug removed in 2011. The reporter was not sure if all the drug was removed or if saline was put in the pump. The patient had had back surgery since and the patient was fine. The pump alarm had been going off about once an hour for about a year, but the last week or two the alarm had been going off more frequently. The patient had an appointment (B)(6) 2015 to get the pump alarm turned off. The interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that last year the healthcare professional (hcp) turned off an alarm. No medication had been in the pump for years and the consumer didn't remember if at last appointment about a year ago whether or not the hcp put in saline. Last two weeks, it seemed like pump was alarming more frequently. No symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.